Manufacturer narrative:
The customer reported problem was confirmed. Technical support performed troubleshooting with the customer over the phone and confirmed 8100 error code 243.4070. Based on the troubleshooting results technical support provided insufficient information to determine the proximate cause of the reported issue. Serial number was not provided therefore a review of the device history record cannot be performed.

Event description:
Customer reported an error code 243.4070 on the 8100 device. There was no patient involvement.